Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Reporter stated brushhead was discarded.

Event description:
Nearly choked / choked on it [choking]. Head broke off in mouth / broken piece [device breakage]. Case description: a female consumer reported that her partner of unspecified age had been using an oral-b rechargeable toothbrush, version unknown, and a new oral-b brushhead, version unknown broke off in his mouth and he nearly choked. She described that she had to fish around in his mouth for the broken piece before he swallowed it. She noted that she and her partner had been using oral-b toothbrushes and replacement heads for over 8 years. The case outcome was recovered. Other relevant history: medical history - traumatic brain injury, permanent brain damage. No further information was provided. 23-oct-2015 received follow-up e-mail and photos from consumer: it was revealed that the suspect product was an oral-b precision clean brushhead. No further information was provided. 27-oct-2015 received follow-up e-mail from consumer: the consumer reported that she had thrown out the brushhead and the packaging after her partner choked on it. She reasserted that she had to fish it out of his mouth while he was choking on it. The case outcome remained recovered. No further information was provided.